Event description:
Facility reported the following info: (1) a large truck collided with a homecare provider delivery van. (2) four c31 units and one cylinder (not manufactured by puritan-bennett) were in the van. (3) the van was en route to a pt's house. (4) after the collision, the van was further destroyed by 5 explosions which occurred inside the van because another vehicle involved in the collision caught on fire. (5) this vehicle fire spread to the delivery van resulting in the explosions. (6) it is not known whether the collision or the fire resulted in the delivery van driver's death.